Event description:
Hamilton medical ag received the following incident description: new o2 cell cannot be calibrated, o2 max. 4,0 v ref (B)(4) batch 07082023 exp 2026-08-07 new o2 cell was installed.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 ((B)(4)) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: new o2 cell cannot be calibrated, o2 max. 4,0 v. Ref (B)(4), batch 07082023 and exp 2026-08-07. New o2 cell was installed.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. With this investigation it has been confirmed that the device failed to meet its specifications. The root cause was determined to be a defective o2 cell. The correction made was to replace the o2 cell and perform the o2 cell calibration, also the o2 cell calibration valves (pn 394055) were replaced and the device became operational. No further investigation or correction will be performed except those mentioned above. There was no patient or user harm. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d1, d2a, d4, g4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: new o2 cell cannot be calibrated, o2 max. 4,0 v. Ref (B)(4). Batch 07082023. Exp 2026-08-07. New o2 cell was installed.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. With this investigation it has been confirmed that the device failed to meet its specifications. The root cause was determined to be a defective o2 cell. The correction made was to replace the o2 cell and perform the o2 cell calibration, also the o2 cell calibration valves (pn 394055) were replaced and the device became operational. No further investigation or correction will be performed except those mentioned above. There was no patient or user harm.